Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent. Unable to confirm insertion anomaly due to the customer only returned the sensor also, missing the insertion needle.

Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. She treated for low blood glucose. Customer was receiving sensor errors at the time. At time of reporting, customer's latest blood glucose measured 205 mg/dl. Customer removed the sensor and inserted a new sensor. Nothing further reported.